Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the thresholds were unacceptably high

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the physician was unable to get adequate pacing thresholds. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.